Event description:
Pt returned to surgery for abdominal wound dehisence following an 1)appendectomy and 2)exploratory laparotomy for hemorrhage. (2 separate surgeries). Surgeon states suture failure (breakage and fraying) put pt at risk and caused unnecessary return to surgery. Actual suture taken from the pt was obtained by ussc for analysis suture from lot # attached to this report.